Manufacturer narrative:
This event occurred in aus.unique identifier (UDI)#: (B)(4).medwatch field d4 - a second e2 reagent lot number of 25257801, with an expiration date of 31-jul-2018 was also provided. A clarification of the correct lot number and expiration date has been requested. (B)(4) .

Event description:
The customer stated that they received erroneous results for three samples from the same patient tested for the elecsys estradiol iii assay (e2) on a cobas 8000 e 602 module (e602). The patient's e2 and elecsys progesterone iii (p4) results were consistently higher when compared to measurements performed on an abbott architect analyzer. No erroneous results were reported outside of the laboratory. The patient is being tracked for ovulation. The patient does not take biotin supplements. Refer to the attachment for all patient data. The affected samples are dated (B)(6) 2018. No adverse events were alleged to have occurred with the patient. The e602 analyzer serial number was asked for, but not provided.

Manufacturer narrative:
The e602 values obtained for the (B)(6) 2018 sample have been confirmed as follows: e2 = 498.2 pmol/l, p4 = 5.57 nmol/l, and lh = 6.24 iu/l. The correct e2 reagent lot number has been confirmed as 28459201.

Manufacturer narrative:
A sample from the patient was provided for investigation. During the investigation, the values obtained by the customer could be duplicated. No interfering factors were identified in the sample. Based on the investigation results so far, a general reagent issue could be excluded.

Manufacturer narrative:
The patient sample was investigated for potential interferences, but no interfering factors could be identified. It is assumed that a highly individual and most likely rare interference is present within the patient sample exhibiting a cross reactivity. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The investigation was unable to find a definitive root cause.